Event description:
An altitude alarm 21 was reported by the customer due to an obstruction in the speaker holes at the back of the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer's insulin was suspended due to the alarm, but after removing the obstruction, cleaning the speaker holes, and reconnecting the cartridge, normal operation resumed within 5 minutes. The customer was advised on preventive measures against future altitude alarms.